Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist and found mobility on lower tooth and bite feeling off due to molars not being covered. Patient also complained of toothache.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.